Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wall adapter broke and could no longer charge the pump. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer¿s blood glucose value was 149 mg/dl.